Event description:
The customer reported that the device activated before the activation button was pushed. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device had been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.